Manufacturer narrative:
H10: the bme reported that the device was operational. Additional details, such as repair activity, part usage, and final disposition of unit were requested but not provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomedical engineer (bme) reporting the touchscreen on the v60 ventilator was freezing. The device was not in clinical use. There was no report of harm or other impact to patient. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and reported the original allegation of freezing was not confirmed. However, the bme reported it would take several touch attempts for screen activation. The bme performed the touchscreen calibration, and it did not correct the problem. The rse advised touchscreen replacement. Investigation is ongoing.